Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer failed ammonia and blood urea nitrogen (bun) calibration. In addition, the instrument generated "cuvette not dry" errors. While troubleshooting with bec customer technical support (cts), the customer found a leak coming from the reagent probe a. Cts determined the leak was due to a loose cartridge chemistry (cc) reagent syringe. The leak was contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
Bec cts directed the customer to tighten the syringe connection to the t-valve which resolved the issue. No service was dispatched for this event since the customer corrected the issue. (B)(4).